Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure the site was having issues with their orange navlock tracker while setting up for their case. The site could not get any instrument into the tracker. No patient was present at the time of the event.